Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture at the implant in both unipolar and bipolar. Pacing spikes could be observed. The physician disconnected and reconnected the lead twice before capture was observed. The system was implanted. During the follow-up visit the thresholds had increased. An invasive procedure was performed to replace the lead.